Event description:
Report received of pt death during the extraction of the pacing lead. The lead was preoperatively found to be dislodged. The pt death was considered secondary to anesthesia or per the death certificate, cardiac arrest, probable subendocardial ischemia and coronary artery disease. Investigation of this event revealed no further info was available.